Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 6 cm abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. It is reported that the pt was converted to open surgical repair in 2003. The stent graft was explanted due to aneurysm expansion from 6 cm to 7 cm. During the explant procedure three back-bleeding lumbar arteries were evident which contributed to aneurysm enlargement. No clinical sequelae were reported, and the pt is reported to be in stable condition following the explant procedure. The explanted stent graft has been discarded by the user facility and will not be returned to medtronic ave for analysis.